Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (faults) has been confirmed. As received, the monitor failed incoming functional testing. The cause of the failure and the faults was isolated to processor u902 on the monitor c/a board, which was defective. The root cause for the defective processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was causing faults.